Event description:
It was reported that a request was made to review stored events in this implantable cardioverter defibrillator (ICD) due to possible undersensing on the right ventricular (rv) channel. Technical services (ts) reviewed the event and noted that atrial events were visible on the ventricular channel on the electrogram (egm) however they were not being sensed. Technical services (ts) further noted that there appeared to be farfield oversensing on the atrial channel resulting in inappropriate mode switches. Noise on the shock channel was also observed. The results were reviewed with the health care professional (hcp). No additional information was available from the field. This device remains in service. No adverse patient effects were reported.